Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted due to a decrease in hearing performance with the device. Additional information has been requested.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a gradual decrease in hearing benefit likely caused by a partial migration of the active electrode out of cochlea. This is a final report.

Event description:
The implant was explanted due to a gradual decrease in the user's hearing performance with the device over several years. The user reported no trauma or irritation at the magnet site, and there were no significant changes in general health or medications during this period.